Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor saline breast prosthesis, serial #(B)(4). Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 475cc saline breast prosthesis that deflated after implantation. As a result, the patient will undergo bilateral explantation and replacement with mentor saline breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 05/02/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 05/02/2018, mentor received additional information about the event: it was originally reported that the serial number of the suspect medical device is (B)(4). New information states that the serial number is (B)(4). Patient was caucasian. Patient fully recovered from the adverse event. Patient¿s explanted devices were replaced with mentor smooth round moderate profile 475cc saline breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor became aware that the product received (catalog #: 3501680; lot #: 6008038) does not match the product that was reported by the initial reporter (catalog #: 3501680; lot #: 6404308). Multiple attempts have been made to obtain clarification for the wrong product received (catalog #: 3501680; lot #: 6008038) however, no further information has been made available. If wrong product clarification is received at a later date, within the lab product retention period, we will perform the investigation as appropriate. Since the reported product (catalog #: 3501680; lot #: 6404308) was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Manufacturer¿s reference number: (B)(4).